Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin; an unspecified number of tubes were hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b5. Describe event or problem: "it was reported during use of bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, 20 tubes were hemolyzed. There was no health impact or consequences reported." D1. Medical device brand name: bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml. D4. Medical device catalog #:362780. D4. Medical device lot #:4142101. D4. Medical device expiration date:31-may-2025 . D4. Unique identifier (UDI) #:(B)(4). H4. Device manufacture date: 21-may-2024.

Event description:
It was reported during use of bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, 20 tubes were hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Further testing could not be performed as the lot expired may 31, 2025. This complaint has not been confirmed for the indicated failure mode: hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin, an unspecified number of tubes were hemolyzed. There was no health impact or consequences reported.